Event description:
Same case as MFR ID#: 2134265-2011-03899. It was reported that during a stenting treatment procedure, insufficient apposition and a balloon rupture occurred. The unknown target lesion was treated with predilation and deployment of a 3.0x24mm liberte bare stent. Due to tapering in the distal portion of the vessel, it was reported that the stent "did not expand enough" and did not uniformly expand when deployed, requiring additional balloon dilations. A 3.25x15mm nc quantum apex was advanced and ruptured upon its first inflation at 16atm. The device was removed intact and was completed with a 3.5x15mm nc quantum balloon. There were no issues after post dilation. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).